Event description:
It was reported that prn on the bd intima-ii¿ closed IV catheter system was "aging", and "rust/corrosion" was noticed on the needle tip before use. The customer reported 200 occurrences of this event. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed prn aging and rust/corrosion on the needle tip.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8305906. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our evaluation of the returned device determined that the root cause found for the aging of the prn and the rust on the needle tip were both the result of oxidation. The most likely cause of oxidation is the storage or transportation of the device in a strong oxidizing or humid environment. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prn on the bd intima-ii¿ closed IV catheter system was "aging", and "rust/corrosion" was noticed on the needle tip before use. The customer reported 200 occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed prn aging and rust/corrosion on the needle tip."